Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood or body fluid through the lead lumen. The lead insulation was cut 315 to 320 millimeters (mm) from the terminal pin. Electro-cautery damage was evidenced by melted insulation at 163 mm from the terminal pin. The lead passed the continuity test with manipulation. The reported lead damage was confirmed. The allegation of high impedance measurement, however, could not be confirmed through analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was damaged during the revision of the right atrial (ra) lead and exhibited high pacing lead impedance measurements greater than 2,000 ohms. The lv lead was explanted and was successfully replaced. Additional information was received indicating that the physician had accidentally cut the lead during the ra lead revision. No adverse patient effects were reported.